Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Previous dealer delivered chair with speed adjusted too high, consumer ran into a doorway and broke his arm on chair.